Event description:
The facility representative contacted baxter to report more than twenty (specific number of units is unknown) intermates in which the labels were soaked and there was liquid in the amber packaging. The customer explained that the leak came from the wing luer cap, which possibly became loose during delivery. There was no adverse event, patient injury or medical intervention associated with this report. The event occurred before patient use. It was reported to baxter on 16 september 2010 that one unit was received from the customer for the leaking issue. The unit contained pamidronate 90 milligrams in 250 milliliters normal saline. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The reported condition was confirmed. The assignable cause has been determined to be a lose winged luer cap. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The device evaluation is in process. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.